Manufacturer narrative:
Alleged failure: inst broke during surgery salesforce case number (B)(4). Update: the electrosurgical tip was not ¿ physically broken¿, what she meant is the insulation was damaged. The tip was sent back to stryker all in one piece the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, normal wear, or improper sterilization methods. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was damaged/compromised insulation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was damaged/compromised insulation.